Event description:
It was reported by service report that the scale display was showing an error message when weighing. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result and conclusion: scale malfunction could not be duplicated. However, if displaying error codes, bed exit would not be available.